Event description:
It was reported the patient had a possible infection and the patient presented to the hospital on 2014-(B)(6) with a fever. A MRI was done and they ¿saw some enhancements in the intrathecal space that they did not like and thought could be an infection.¿ it was noted they planned to draw back some cerebrospinal fluid through the (cap) and test it for an infection. It was unknown what drug the pump was being used to deliver. Interventions, outcome, and drugs were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n455466, implanted: 2014-(B)(6), product type accessory. Product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).